Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Postal code: unknown/ not provided.

Event description:
It was reported that during surgery the doctor placed the implant to crestal level, but on trying to remove the mount with the wrench and screwdriver, it did not disengage. The doctor placed another implant of same diameter and length into osteotomy site, from which the mount was removed as normal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered implant 4 x 11.5mm (nt411) with mount was returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount and screw. Functional testing was performed. The mount and screw were stuck in the implant and could not be disengaged. The device history record (DHR) was not available electronically for the subject lot number (2019071653). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review by lot number (2019071653) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.